Manufacturer narrative:
(B)(4). Date sent: 11/13/2024. B3: publication year of 2024. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the neuwave device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: recurrence patterns after complex multimodality therapy and hepatic arterial infusion for colorectal liver metastases: a reflection of biology and technique authors: matthew c. Hernandez md1 / darrell fan1 / jaideep sandhu2 / kelly mahuron md1 / jonathan kessler md3 / mustafa raoof md1 / marwan fakih md2 / gagandeep singh md1 / yuman fong md1 / laleh g. Melstrom md1. Citation: j surg oncol. 2024;129:1254¿1264. Doi: 10.1002/jso.27622. The aim of this observational, retrospective, single institution study was to evaluate recurrence patterns and long-term outcomes in patients with colorectal liver metastases (crlm) undergoing resection and ablation with or without haip and infusional fudr. Between 2017 and 2021, a total of 184 patients (97 male and 87 female) with colorectal liver metastasis who underwent some combination of hepatectomy, ablation, and hepatic arterial infusion pump placement were included in the study. A total of 124 patients underwent hepatic resection and ablation and there were 60 patients who underwent hepatectomy, microwave ablation and hepatic arterial infusion pump placement. The median age at the time of operation was 53 [47¿65] years and there was no considerable difference between operative groups. Microwave ablation techniques were exclusively utilized in this study (emprinttm, covidien, medtronic or neuwave¿ ethicon, johnson and johnson). Reported complications include posthepatectomy liver failure (n=?), surgical site infection (n=?), biliary fistula (n=?), ileus (n=?), abscess (n=?), and bile leak (n=?). In conclusion, hepatic recurrence is common and combination of intraoperative ablation and haip treatments were associated with prolonged survival. These data may reflect patient selection however, future work will clarify preoperative tumor and patient characteristics that may better predict recurrence expectations.